Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly caused me to choke [choking sensation]. Oral-b toothbrush head fell apart mid-brushing / brush head broke in two [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that an oral-b power oral care refills precision clean fell apart mid-brushing with an oral-b rechargeable toothbrush, version unknown, and it nearly caused her to choke. She stated that she had been using the brush head for about a month after it broke in two. The case outcome was recovered. No further information was provided.